Event description:
It was reported by customer that the micro introducer broke and a piece got stuck in a patient. Clinician was able to retrieve it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken microintroducer is inconclusive due to the state of the returned sample. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the ptfe microintroducer sheath completely split. One of the t-handles appears to be disconnected from the torn ptfe sheath. Evidence of use is observed, but no biological residue is seen on the sample in the returned photographs. Although the sheath appears to be damaged, there is no details or distinguishing features of the damage that can be discerned from the sample in the photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the micro introducer broke and a piece got stuck in a patient. Clinician was able to retrieve it.